Event description:
The user facility reported an impella cp was implanted in a 71-year-old female patient for mechanical circulatory support. It was reported that after the impella cp was weaned and removed, a post angiogram revealed no distal flow. The patient was referred for cutdown procedure with a vascular surgeon.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.